Manufacturer narrative:
Alleged failure: it was reported that the l11 light source lost power during a case. No other information was available regarding troubleshooting steps or patient/staff impact. The unit was given to the biomed shop with a note saying that it lost power during a case. He was unable to test it himself and needs to send it in for repair. Update- the issue that was happening during the case was not that the box itself was turning off, but that the light was turning off during the case. They then had problems getting the light to turn back on. The led ring around the light port was on and the audible beep would sound when trying to turn the light back on, but the light would not turn on. They switched out the box during the case and the replacement light box worked with the light cord they had been using. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be calibration error and/or bad reed switch on a safelight cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a case light was turning off and they were unable to turn it back on. The led ring around the light port was on and the audible beep would sound when trying to turn the light back on, but the light would not turn on. No other information was available regarding troubleshooting steps or patient/staff impact. They switched out the box during the case and the replacement light box worked with the light cord they had been using.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case light was turning off and they were unable to turn it back on. The led ring around the light port was on and the audible beep would sound when trying to turn the light back on, but the light would not turn on. No other information was available regarding troubleshooting steps or patient/staff impact. They switched out the box during the case and the replacement light box worked with the light cord they had been using.